Event description:
It was reported that after a uterine fibroid embolization procedure, common femoral arteriotomy closure was achieved using a starclose se device. Reportedly, one week after successful access site closure, the patient developed claudication. Exploratory surgery revealed a dissection plane starting at the puncture site extending distally into the common femoral artery. The intima of the vessel was causing the occlusion. The vessel was surgically repaired. Two to three days after surgery the patient was discharged to home in good condition. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no product deficiency and product was not returned. Occlusion and intimal dissection are known potential patient effect associated with the use of the starclose se device. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.